Manufacturer narrative:
One nt 1000 neurotherm rf generator was received for evaluation. Ac power was applied to the rf generator and the system was powered on successfully. The problem mentioned in the event description was not reproduced. The returned product functioned properly during the evaluation. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temperatures and impedance. Audible tones emitted were consistent with the modes of operation selected. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified.

Event description:
During an rf procedure, the neurotherm 1100 could not recognize the adaptor cable. The procedure was not able to be completed. There were no adverse consequences for the patient.